Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. If we receive new information a supplemental report will be submitted accordingly. Referenced article: comparative effectiveness of remote monitoring of people with cardiac pacemaker versus conventional: quality of life at the 6 months. Spanish magazine of public health. 2015. 89(2):1-13. Doi: 0.4321/s1135-57272015000200004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the comparison of the effectiveness of remote monitoring of people with cardiac pacemakers versus conventional monitoring and the quality of life at six (6) months. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The article indicated that there was one (1) patient death which occurred prior to the six (6) month follow up appointment. The article indicated, "information on the cause of death of the deceased patient could not be obtained, although it is not known that [the patient] requested assistance for cardiological problems." The status/disposition of the implantable pulse generator (ipg) is unknown. It was also reported that some patients responded to a survey indicating that they felt pain or discomfort and anxiety or depression. The article did not indicate the status or disposition of the ipgs implanted in these patients. No further patient complications have been reported as a result of these events.